Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the weight of the device within specification, a curved opening on the anterior side, and yellow particles on the shell. A microscopic analysis was performed which identified a striated opening on the anterior side. Based on the device analysis, the final assessment is a striated opening on the anterior side assessed as surgical damage consistent with the use of a surgical tool..

Event description:
Healthcare professional reported left side capsular contracture baker grade IV and "citologic changes suggestive of inflammatory cellularity." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV and "citologic changes suggestive of inflammatory cellularity." Device has been explanted.